Manufacturer narrative:
Additional information: h4, h6, h1. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set had a leak down the tubing where the white part of the tubing (bushing) meets the clear tubing. This was observed by the patient during infusion. The tubing was primed with dextrose and the nurse hung an oxaliplatin infusion in the pump at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.